Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that the tip of the pipeline did not open. The pipeline was placed in a strait section. There were no additional steps or other devices attempted to open the pipeline. The latter device opened smoothly.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: the pipeline flex braid was returned for analysis. The braid¿s distal end was not opened due to damage braid. The proximal end of the braid was opened and frayed. The customer's complaint was confirmed based on the returned device: the braid's distal end was not opened. However, the cause of the failure to open could not be determined. Possible causes include the user deploying the braid in the vessel bend, vessel tortuosity, and damaged braid. The customer stated that the device was not positioned in the vessel bend, and the vessel tortuosity is moderate, ruling out the user deploying the braid in the vessel bend and vessel tortuosity as potential causes. In this event, the damage to the braid may have contributed to the failure to open. The braid can be damaged due to resheathing more than two times, over-manipulation, deployment technique, delivery/retracting delivery wire against resistance, or deploying/resheathing against resistance. However, the cause of the braid damage could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the pipeline failed to open. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm of the ophthalmic artery segment with a max diameter of 6.0mm and a 4.0mm neck diameter. The landing zone was 4.5mm distally and 4.8mm proximally. It was noted the patient's vessel tortuosity was moderate. Dapt (dual antiplatelet treatment) was administered. The angiographic result post procedure showed contrast agent retention was obvious in the aneurysm. It was reported that it was very difficult to open the stent tip with a large-size more than 4.75. After the stent was in place, the tip was imaged, and coil began to be expose.  The tip was always not opened. The deployment distance was nearly 15mm, but it was still not opened. After the whole was withdrawn into the internal carotid artery, it still did not open. The whole was retrieved for operation again, and the tip of the stent was not opened. After that, communicated with the surgeon, it was withdrawn as a whole and the stent was replaced. The pipeline was used for an indication that is approved (on-label). The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.